Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with the pump showing a static fill estimate of 150 units despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer on the cause of the discrepancy and explained that the estimate would adjust once the insulin remaining equaled the displayed amount, which the caller understood and acknowledged.